Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient¿s implantable neurostimulator (ins) was non-responsive when trying to contact with clinician programmer. The rep stated the patient had a fall in the past, but they were not sure of the date. The rep stated the ins was replaced on (B)(6). The rep stated the issues was resolved at the time of the report. The patient was listed as ¿alive with no injury¿ at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) (serial # (B)(4)) and determined normal battery depletion. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.